Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test. No cosmetic damage noted. (B)(4) .

Event description:
The customer reported via phone call that she was hospitalized with a high blood glucose level of 800 mg/dl. The insulin pump broke down twice. The customer was advised that the device would be replaced and agreed to return the product for analysis.